Manufacturer narrative:
H6: device code corrected. Device evaluated by MFR: the sterling balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages or foreign material. Media was provided by the customer in the form of a photo. The photo shows what appears to be a hair sticking out of the tubing by the hub. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported foreign material. This concludes the product analysis.

Event description:
It was reported that device contamination occurred. The stenosed target lesion was located in the carotid artery. A 3.0mmx30mmx135cm (4f) sterling balloon catheter was selected for use. However, a strand of hair was noted while removing the device from the cap for polishing. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that device contamination occurred. The stenosed target lesion was located in the carotid artery. A 3.0mmx30mmx135cm (4f) sterling balloon catheter was selected for use. However, a strand of hair was noted while removing the device from the cap for polishing. The procedure was completed with another of the same device. There were no patient complications as a result of this event.